Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, during the revision of the right ventricular (rv) lead, it was noted this left ventricular lead was adhered to the rv lead. During the removal of the rv lead, this lead dislodged. A decision was made to remove both leads. This lead was removed, replaced and returned for analysis. No adverse patient effects were reported.